Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the image was not displayed due to charge-coupled device (ccd) failure. About the cause of ccd failure, it was determined that water penetrated from broken part of the camera head resulting to the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed, due to water invasion the charge coupled device unit was damaged. In addition, due to damage on camera unit, water tightness was lost. Due to damage on the camera unit, the guidepost position of camera head and image was out of the standard. Due to corrosion on cable unit, water tightness was lost. The stopper pins were damaged and would not screw. The video connector electrical contacts were corroded. The video connector had a leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the high definition autoclave camera head displayed no image during preparation for use. There was no report of procedure or patient involvement related to this event.